Event description:
It was reported that balloon rupture occurred. A 2.25 x 16mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure the balloon burst out and failed to cross the lesion. The procedure was completed with another stent. There were no patient complications reported.